Manufacturer narrative:
UDI number is not known at this time but will be reported with the follow up report. The device serial number was not reported by the user. This issue was previously reported on MDR # 1218950-2016-01262. However, the product was originally reported incorrectly and MDR 1218950-2016-01262 will be canceled.

Event description:
The user is reporting that during a patient use event, the device continuously gave the "apply pads" message before giving a "no shock advised" notification. Once the notification was given, the device continued to give the "analyzing" notification. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).